Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, pediatric patient developed pustules under the sensor patch. The patient had burning sensation in the area. A healthcare personnel (hcp) was consulted and an unspecified oral antibiotic was prescribed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2022-171216 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. The patient was not prescribed an unspecified oral antibiotic was prescribed. An hcp was consulted and hydrocortisone 2.5%. Topical cream was prescribed for the reaction. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.